Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required error occurred on a trilogy 202 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required error occurred on a trilogy 202 device. There was no harm or injury reported. Emailed customer to advise of bench repair not currently available for the device and provided contact info for customer to contact accurate biomed to service the unit, customer acknowledged, and issue is resolved. Customer is taking responsibility to correct/repair the device.